Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1721033) on 21-dec-2017. The most recent information was received on 21-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region') and device breakage ('a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "on right side we were not able to correctly place the implant" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and asthenia ("astenia"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2017 and total hysterectomy) and total hysterectomy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, device breakage, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia and pelvic pain with essure. The reporter considered device breakage and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region") and device breakage ("a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "on right side we were not able to correctly place the implant" on (B)(6)2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and asthenia ("astenia"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6)2017 and total hysterectomy) and total hysterectomy. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, embedded device, device breakage, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia and pelvic pain with essure. The reporter considered device breakage and embedded device to be related to essure. Further company follow-up with the consumer, regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: new reporter (lawyer) was added. Patient demographic data were added. The following adverse events were added: ¿a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region¿ and ¿on right side we were not able to correctly place the implant¿. Essure removal date was updated (B)(6)2017). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-dec-2017. The most recent information was received on 21-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region") and device breakage ("a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of basedow's disease in 2015 and follicular thyroid cancer, thyroidectomy and parity 2 (1 girl born in 1998 , 1 boy born in 2000). On (B)(6) 2013, she experienced device placement issue ("on right side we were not able to correctly place the implant"). In april 2013, the patient had essure inserted. In 2015, she experienced myalgia ("significant muscle pain") and migraine ("nighttime migraines"). On (B)(6) 2017, she experienced embedded device (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), arthralgia ("joint pain"), asthenia ("astenia"), adenomyosis ("adenomyosis") and fatigue ("currently, the patient is still regularly tired") and was found to have uterine leiomyoma ("uterine leiomyomas"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2017 and total hysterectomy) and non-drug therapy (total hysterectomy). At the time of the report, the fatigue had not resolved. The outcomes for pelvic pain, embedded device, device breakage, arthralgia, asthenia, device placement issue, myalgia, migraine, uterine leiomyoma and adenomyosis were unknown. The reporter considered adenomyosis, device breakage, device placement issue, embedded device, fatigue, migraine, myalgia and uterine leiomyoma to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, arthralgia or asthenia. The reporter commented: (B)(6) 2017: bilateral salpingectomy. Essure device is removed. (On the left essure is removed, on the right it was difficult to tell on the essure was embedded or not in the right tube.). Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] on (B)(6) 2013: tubal obstruction with left device in place and right device protruding into the right cornual region. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-apr-2023: events muscle pain, migraine, uterine leiomyomas adenomyosis & fatigue . Added. Reporter causality comment added. Further company follow-up with the consumer, the regulatory authority, the lawyer or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-dec-2017. The most recent information was received on 28-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region") and device breakage ("a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region") in a (B)(6) year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of basedow's disease in 2015 and follicular thyroid cancer, thyroidectomy and parity 2 (1 girl born in 1998 , 1 boy born in 2000). On (B)(6) 2013 she experienced device placement issue ("on right side we were not able to correctly place the implant"). In (B)(6) 2013, the patient had essure inserted. In 2015 she experienced myalgia ("significant muscle pain") and migraine ("nighttime migraines"). On (B)(6) 2017 she experienced embedded device (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), arthralgia ("joint pain"), asthenia ("astenia"), adenomyosis ("adenomyosis") and fatigue ("currently, the patient is still regularly tired") and was found to have uterine leiomyoma ("uterine leiomyomas"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2017 and total hysterectomy) and non-drug therapy (total hysterectomy). At the time of the report, the fatigue had not resolved. The outcomes for pelvic pain, embedded device, device breakage, arthralgia, asthenia, device placement issue, myalgia, migraine, uterine leiomyoma and adenomyosis were unknown. The reporter considered adenomyosis, device breakage, device placement issue, embedded device, fatigue, migraine, myalgia and uterine leiomyoma to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, arthralgia or asthenia. The reporter commented: (B)(6) 2017: bilateral salpingectomy. Essure device is removed. (On the left essure is removed, on the right it was difficult to tell on the essure was embedded or not in the right tube.). Diagnostic results: (normal ranges are provided in parenthesis if available): [x-ray] on (B)(6) 2013: tubal obstruction with left device in place and right device protruding into the right cornual region. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-apr-2023: quality safety evaluation of product technical complaint. Further company follow-up with the consumer, the regulatory authority, the lawyer or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-dec-2017. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region") and device breakage ("a small lesion of 3 mm seemed to persist , residual essure fragment of 3 mm in intra-uterine cavity/ implant was intra-cavity on right side in right horn region") in a (B)(6) year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of basedow's disease in 2015 and follicular thyroid cancer, thyroidectomy and parity 2 (1 girl born in 1998 , 1 boy born in 2000). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 10 days after essure insertion, she experienced device placement issue ("on right side we were not able to correctly place the implant"). In 2015 she experienced myalgia ("significant muscle pain") and migraine ("nighttime migraines"). On (B)(6) 2017 she experienced embedded device (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), joint pain ("joint pain"), asthenia ("astenia"), adenomyosis ("adenomyosis"), fatigue ("currently, the patient is still regularly tired"), depression ("depressive syndrome") and arthralgia ("diffuse arthralgias") and was found to have uterine leiomyoma ("uterine leiomyomas"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2017 and total hysterectomy) and non-drug therapy (total hysterectomy). At the time of the report, the fatigue had not resolved. The outcomes for pelvic pain, embedded device, device breakage, joint pain, asthenia, device placement issue, myalgia, migraine, uterine leiomyoma, adenomyosis, depression and arthralgia were unknown. The reporter considered adenomyosis, arthralgia, depression, device breakage, device placement issue, embedded device, fatigue, migraine, myalgia and uterine leiomyoma to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, joint pain or asthenia. The reporter commented: (B)(6) 2017: bilateral salpingectomy. Essure device is removed. (On the left essure is removed, on the right it was difficult to tell on the essure was embedded or not in the right tube.) On (B)(6) 2017, a salpingectomy is performed at the request of the patient because of the pelvic algic syndrome and of the fatigue ; the patient wishing to avoid being ¿intoxicated¿ by heavy metals. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): showing that both fallopian tubes were correctly obstructed [x-ray] on (B)(6) 2013: tubal obstruction with left device in place and right device protruding into the right cornual region. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: event depression syndrome & arthralgia added. Further company follow-up with the consumer, the regulatory authority, the lawyer or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and asthenia ("astenia"). The patient was treated with surgery (salpingectomy in (B)(6) 2017 and hysterectomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9336 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and asthenia ("astenia"). The patient was treated with surgery (salpingectomy in (B)(6) 2017 and hysterectomy in (B)(6) 2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-dec-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10158 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.